Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged overnight after initial implant. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).